Event description:
It was reported the patient is complaining of pain in the lower back while using the unit. Per the patient, the pain started about 2 weeks ago. The pain is below the skin. The pain level is a constant 8. The patient has not increased her daily activity and has not started physical therapy. The patient did not contact her doctor. The patient took tylenol for the pain. The patient will start doing the time test on monday. The patient will call back with an update. No additional information has been received at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient is complaining of pain in the lower back while using the unit. Per the patient, the pain started about 2 weeks ago. The pain is below the skin. The pain level is a constant 8. The patient has not increased her daily activity and has not started physical therapy. The patient did not contact her doctor. The patient took tylenol for the pain. The patient will start doing the time test on monday. The patient will call back with an update. No additional patient consequences/ further information has been reported. The spinalpak unit was not returned for further evaluation.